Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2017 due to insulation anomaly and no capture. Patient was stable prior, during and post procedure.